Event description:
Reporter stated that caller from the facility reported that one patient's tpn bag has emptied too early. He did not have any specifics about the composition of the tpn or how early the bag had emptied. He did say that the patient had not had adverse events and that the only intervention was to hang 10% dextrose until another tpn was ready. The unit will be sent to product services for evaluation.